Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contact philips healthcare to report that they request to inspect internal paddle, operation in sync mode not smooth. It was reported that the alleged failure was observed while in use on a patient, however, no adverse patient impact was reported.